Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years due to severe mitral regurgitation (mr), secondary to dehiscence. According to the operative report, the patient presented with 1-2+ mr with a peak pa pressure of 51 mmhg. He developed worsening shortness of breath to the point where he was on home oxygen and echo then showed severe mr and what looked like a loos segment of the mitral ring. He had cardiac catheterization which showed 5 of 6 grafts open. The patient was noted to had undergone operation in (B)(6) 2011 to assess and possibly replace the mitral valve; however, this operation had to be abandoned because of bleeding and inability to ventilate the patient on one lung. At the time of this operation, tee demonstrated major restriction of the posterior leaflet and pseudo-prolapse of a2 with secondary chordal restriction of the anterior leaflet as well. The edwards ring appeared to be dehisced and there was severe mr into a fairly large left atrium. Upon inspection, the pathology of the mitral valve was obvious with the ring holding onto virtually nothing. The ring was removed and the mitral valve was re-repair utilizing another edwards annuloplasty ring. The patient was noted to have tolerated the procedure "amazingly well."

Manufacturer narrative:
(B)(4) = ring dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the reported event could not be confirmed by evaluation of the ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. No further actions are possible with the available information.